Event description:
The patient experienced loss of therapeutic effect. There was no fall or trauma reported. It was noted that reading of greater than 4000 ohms on some of the bipolar pairs were reported. Reading of >4000 ohms on c/0, c/1, 0/1, 0/2, 0/3, 1/2, 1/3 was noted. Normal impedances seen on c/2=670 ohms, c/3= 790 ohms, 2/3= 1021 ohms were noted. Recommended increasing default test values and re-running test. The health care provider ran impedances at 1.0v, 210 pw; 1.8v, 210 pw and was also going to contact the representative. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v388976, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).